Manufacturer narrative:
P-cap locked properly during testing. Unit powered up properly upon battery installation and all buttons functioned during menu navigation. Unit successfully passed displacement test, self test, active measurement test, and sleep measurement test. Unit was successfully downloaded to thus. No stuck key alarm, no failed batt test alarms, or other relevant alarms found in pump download history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump was cut open for visual inspection of keypad and electronic assemblies. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. No moisture damage or anomalies were noted. Unit was received with keypad overlay texture damage, battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), missing display window/cover, stained keypad overlay, and pillowing keypad overlay. In summary, customer concern of battery issues were not confirmed due to unit powering up properly and no alarms noted during testing. Keypad unresponsiveness was not confirmed due proper function of buttons during menu navigation. Cosmetic damages were confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported crack on the sides of insulin pump, low or short battery lifetime, the insulin pump rejected new batteries and responded when pressed more than once. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.